Manufacturer narrative:
The device evaluation as noted in section b5, found defective cables that generated noise. A definitive root cause cannot be identified. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. No process deviations or nonconformities that could have caused the failure found. This issue is addressed in the instructions for use (IFU): defective cables that generate noise. IFU applicable area. Cautions for cases where the endoscope image disappears unexpectedly or the freeze cannot be released warning. - the following items must be strictly observed. The following precautions must be strictly observed. If the endoscopic image disappears unexpectedly or the freeze cannot be released during the examination, there is a possibility that normal images may not be obtained. - do not reprocess or store this product with tweezers, forceps, scalpels, etc. There is a risk of puncturing the camera cable and damaging the electrical circuitry inside the product due to water leakage. - when the camera cable is curled up, do not pull it forcibly, but straighten it gradually. There is a possibility that the camera cable will break. - do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Doing so may cause the camera cable to break. - when wiping the outer surface of the camera cable, do not squeeze the camera cable strongly. Doing so may cause the camera cable to break. - hold the camera head, not the camera cable, while operating the endoscope. There is a possibility that the camera cable may break. - do not use a pair or other means to secure the camera cable. There is a possibility that the camera cable may break. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device evaluation, the subject device exhibited a defective cable that generates noise. There was no patient involvement.